Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jan-2026, it was reported by a sales representative via (B)(6) that an ar-12990 knee scorpion needle broke off in the device after the third tissue pass. This was discovered during a quad acl reconstruction with no patient harm.